Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display after it has been exposed to ocean water. Customer also reported to have received motor error, motion sensor test failure and other multiple alarms. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer also mentioned crack on the insulin pump reservoir compartment. No troubleshooting was performed on the motor error, motion sensor test failure alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage was noted in motor during visual inspection. Unable to perform operating currents, self- test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm and alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.